Manufacturer narrative:
Concomitant medical product: smart touch unidirectional sf catheter; model #: d-1347-02-s; lot #: unknown-d1347-02-s. (B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the pebax area of catheter and it was found that the external surface exhibits evidence of scratches and pinhole. It is possible that an unknown object hit and ruptured the pebax. Per the event reported, the catheter was evaluated for carto 3 system and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly; the force sensor values were found within specifications. In addition, the catheter was tested for electrical performance and it was found within specifications. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding force issues has not been confirmed. Pebax was found damage, based on available analysis results; it cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional sf catheter. The readings on the smart touch unidirectional sf catheter were jumping between values during ablation. The catheter cable replacement did not resolve the issue. The catheter replacement did resolve the issue. The procedure was then continued. After the procedure was completed, the catheter was removed and char was found on the distal electrode. There was no patient consequence. Additional clarification on the event was received. There were no error messages. There were no issues of temperature or flow. The generator was set to power control mode with the temperature cut off set to 40 degrees celsius. Heparinized saline was used. The patient did not exhibit any neurological issues. The force issue was assessed as not reportable. The potential risk that this issue could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. The char was also assessed as not reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The biosense webster failure analysis lab received the catheter and during the assessment on february 22, 2017, reddish brown material was found inside the pebax in addition to a pinhole. Multiple attempts have been made to obtain clarification of this returned condition. However, no further information has been made available. The reddish brown material was assessed as not reportable as it is an expected finding after these procedures. The presence of a pinhole was assessed as a reportable malfunction as the integrity of the pebax was compromised. Therefore, the awareness date was reset to february 22, 2017.